Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device repair and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened

Event description:
The customer reported alarm code 1105 "alarm led failed'. The device was not in use on a patient. There was no patient harm or injury reported. The customer spoke with a philips remote service engineer (rse) and the rse suggested removing all power then reconnecting power. The device was powered on in ventilation mode and the issue remained. The rse advised the customer to replace the power switch overlay and provided the ordering part number.